Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 20 mmol/l. The customer stated they were playing sports prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.